Event description:
It was reported that prior to a stent graft procedure, preclose placement of the sutures was successfully set up with two proglide devices in the right common femoral artery. The arteriotomy was 7f. The sheath was upsized to 16f for the stent graft procedure. Reportedly, after the stent graft procedure, the sutures of the two proglide devices closed the 16f arteriotomy. An angiogram was taken to check the blood flow in the artery distal to where the proglide sutures were deployed and found there was no blood flow. A thrombus formation was found at the puncture site. A cutdown procedure was performed and the suture knots were removed. Hemostasis was achieved with surgical intervention. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the perclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.